Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards and connectors were re-seated during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 6600 system would intermittently not fluoro and had an error message. No pt injury was reported.